Manufacturer narrative:
Address of establishment (the full address of customer establishment is bldg 3 zhongtian commercial zone high tech zone yunnan province kunming). The subject device was evaluated. Device inspection and evaluation service repair noted that during the inspection, the front panel was observed flashing after two days of checking. The led flickering issue however, was not confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of front panel flashes and the led flickers. The issue occurred during reprocessing. The device was replaced with another similar device. The intended procedure (laparoscopic surgery) was completed with no delay. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.